Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labelling review could not be performed since no material number was provided. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was not enough suction, leaking. Caller states they want to return unit as it leaking, inform of return policy but can go over t/s and w/t, went over t/s and w/t, unit passed as it suctioned for 30sec with both tube and wicks, advise on shaking the blue lid, pinching the wicks and made reference to placement. No additional information provided. Troubleshooting resolved the issue. (Prepping and placement tips shared).